Event description:
It is reported that the surgeon had difficulty inserting the 0mm nail cap. He completed the surgery with a 5mm cap.

Manufacturer narrative:
Evaluation summary: as returned, the nail cap has scratches noted circumferentially on the step below threaded portion and dents. Surgical technique used is unknown. It is also noted that the 0 mm nail cap was later inserted into a sample nail with no probable cause could be that the device may not properly align to the axis of the nail; however, this cannot be confirmed with available information. There is insufficient information provided to determine the root cause of the reported event. Manufacturing records are in order and do not indicate any manufacturing anomalies.